Event description:
No harm to patient. The stryker disposable suction/ irrigator with disposable tip started to leak where the suction tip connects to the button handle. Surgical tech tries to disconnect, reconnects it and tests it. At 1235, device showed misty vapor around button handle. Scrub tech hands off to rn to discard in safe place right away.